Event description:
It was reported that the ar-9800 console, ablation burned too hot and could not be adjusted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The assembly has been evaluated per customer reported non-conformance and no functionality problem was found nor any error occurred during testing. The unit was left running for 24 hours and keyed several times with no issues observed. The unit functions to specifications. The assembly has been retested and passed with no non-conformance noted.